Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent postprandial highs followed by lows while using the ilet, with a documented hypoglycemic value of 54 mg/dl after a high, and that the user had previously stopped using meal announcements due to perceived excessive insulin delivery; a factory reset was performed, the system was set to bionic, and education was provided to use meal announcements consistently so the ilet could relearn meal insulin needs. Symptoms included difficulty focusing and low energy consistent with hypoglycemia. Outcomes included the need for oral carbohydrate treatment and temporary out-of-range glucose for approximately 30 to 40 minutes; there was no outside assistance and no medical intervention. Investigation included review of device use history and user coaching on appropriate operation and meal announcement utilization. Investigation of this case revealed user technique and use error related to inconsistent or absent meal announcements leading to insulin dosing mismatch and subsequent glycemic variability, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.